Event description:
It was reported that during a device change out procedure, while the pocket was opened it was discovered that the proximal portion of the superior vena cava (svc) lead was completely detached from the distal end and there may have been a fracture. It was also reported that the insulation of the right ventricular lead was eroded and a portion of the insulation was missing. Both of the leads were partially explanted, capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned and no anomalies were found. The outer insulation had a cosmetic depression. Only a visual analysis was performed. (B)(4): the proximal segment of the lead was returned and no anomalies were found. There was blood/body fluid noted on the distal conductor (not obstructed) and there was an outer insulation cosmetic depression.